Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, the syringe tip broke off and got caught in the product's connector. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Functional testing involved leak testing and it was observed that part of the syringe was in the luer. The investigation determined that the reported issue occurred during use of the product.